Event description:
It was reported that the patient underwent a tlif l3-4 with posterolateral fusion and pedicle screw fixation to treat degenerative d isk disease with spinal stenosis l3-4 degeneration using rhbmp-2/acs, local bone, pedicle screws and rods. The bmp was placed outside implant (posterolateral gutters). Nineteen months post op, the patient developed an infection at the implant and surgical site. The infection was moderate and assessed to be related to the implant and procedure. The patient underwent reoperation, irrigation and debriment nineteen months post op. The patient was last seen in follow up at twenty months where bone fusion was assessed as ¿undetermined¿.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. In addition to the narrative provided above, which pertains specifically to the patient and event described in this report, we are providing the summary report as follows: exemption report number (B)(4). Total number of remaining events summarized in the exemption report: 1039. The events summarized pertain to a retrospective post-market study that was conducted for the infuse bone graft product. The study was conducted in the 2006-2008 timeframe, and included data from the 2002-2006 timeframe, but was discontinued before it was completed. These events were not reported through a clinical study submission or previously assessed for MDR reportability.